Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6) 2022, it was reported by a sales representative via phone that qty. 3 of an ar-1923bc had an issue. During a shoulder labral repair procedure on (B)(6) 2022, when the surgeon was inserting the eyelet into the drill hole, and started to mallet 1-2 times, all 3 devices broke inside the patient, and all fragments were retrieved. This occurred during the rotator cuff phase, the surgeon cleaned it up and left the labrum. The devices broke during the first phase of the procedure, it could not be completed as planned and resulted in a deviation from the intended procedure. The surgeon then moved on to the second phase of the procedure which was completed successfully. The patient is fine to date and no second surgery has been deemed necessary at this point.